Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the gpio board was not the proper version and was replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. The gpio board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system could not establish communication with multiple medtronic navigation systems at the site via the wireless trackers on the imaging system. There was no patient present when this issue was identified. No additional information was provided.